Event description:
It was reported that the patient presented to the hospital after receiving a shock. Upon interrogation the device was found in backup vvi mode. Possible hv circuit short. A x-ray showed the leads maybe damaged. The system was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis of the memory map showed the device entered into hwvvi mode in 2009, due to power-on-reset (por) while delivering hv therapy. Bench tests found the high voltage circuitry was damaged. A low voltage test was performed. The device passed all tests. No anomalies were found. It is believed the cause of the reset, along with the hv circuitry damage was due to a lead d anomaly.